Manufacturer narrative:
Device manufacturing records were reviewed. Results: review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was initially reported by the surgeon that the pt was having his device removed, due to infection at the generator site. Explanted generator was returned to manufacturer for analysis. Analysis is currently in progress. Follow up with the nurse revealed that the pt did not take care of his incision wound and did not make it back to any appointment after the initial surgery. She stated that the pt also manipulated the site which resulted in the infection. Cultures were taken and they grew to be (B)(6). Device sterility records were checked and it was confirmed that the device was sterile at the time of dispatch from the manufacturer.